Manufacturer narrative:
The incident is under internal investigation and the facility has declined add'l info on the incident. Based on the initial eval of this incident, it appears that the user did not connect the venous line to the pt's access. In 2009 - a b. Braun customer service engineer went on site to retrieve the trend file and performed a functional check of the machine. The machine was noted to be operating properly. The trend file was sent to the manufacturer for further eval. If any pertinent info becomes available from the actual manufacturer, a f/u report will be filed.

Event description:
During visual inspection of operational machines, a b. Braun customer service engineer noticed a pt gasping and that the collection bucket used for priming the blood lines was overflowing and had blood in it. He called out to the staff and responded immediately. In 2009 the facility was contacted for add'l info. On 1/04/09 - a voice message was received from the reporter indicating no f/u info would be made available at this time. On 1/18/10 - add'l info provided by the facility indicated that pt did receive blood replacement, but declined to reveal the amount. The pt is fine and suffered no add'l adverse sequela associated with the event. The reported declined any add'l info, indicating that the incident is under internal investigation at this time.